Event description:
Philips received a complaint by the service technician on the v60 indicating that the power cable exceeded the resistance limits marked in the test and needed to be replaced. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where the service technician discovered that the power cable exceeded the resistance limits marked in the test and needed to be replaced. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. Additionally, a quote was sent to the customer for approval, but the customer canceled the quote. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.